Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (3007420875-2026-00083) should be canceled because it is a duplicate of report 1119779-2026-00869.

Event description:
It was reported that during use of bd max¿ respiratory viral panel, a false positive influenza a patient result with an unusual pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ respiratory viral panel, a false positive influenza a patient result with an unusual pcr curve was obtained. There was no report of patient impact.